Manufacturer narrative:
Manufacture and 510k/PMA can not be determined without a part number. Manufacture date can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Implant surgery l2-s1 to iliac wing posterior instrumentation and fusion, right l4-l5 transforaminal interbody fusion with ti cage and allograft, l2 and l3 full laminectomy and facetectomies and decompression, l4, l5 and s1 bilateral revision foraminotomies and decompression with removal of scar tissue. Surgeon's review of follow-up CT scans noted broken rods at l5-s1 junction and diagnosed patient with lumbosacral pseudoarthrosis. During revision procedure, hardware was removed and replaced with pedicle screw system, cobalt-chrome rods, bmps and allograft bone.